Manufacturer narrative:
B5: updated with additional information. H6: patient code changed to reflect no patient involvement: 2645.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited "cassette not attached properly. Reattach cassette" alarm. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported. Additional information was received on 02-feb-2020 stating that there was no patient involvement.

Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis in a good condition. Event log history was performed and indicated that "high alarm displayed: cassette not attached properly" was recorded in history. During analysis, the customer's stated problem was verified. Inspected the pump and attached cassette onto the device and it alarmed "cassette not attached properly". Further investigation of the pump determined that fluid ingression was the root cause of the issue. Service will replace the downstream occlusion sensor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited "cassette not attached properly. Reattach cassette" alarm. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.